Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels rose above 500 mg/dl while wearing the pod on the arm for between 4 and 24 hours. The pod was removed and a new pod was applied prior to the ER visit. The patient was treated with fluids at the ER and was released after a few hours.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.